Event description:
Clinical report states that patient was revised to address a reaction to metal-on-metal.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against lot 2435941 since its release for distribution. One previous report was identified against lot 2869032. The device history record was reviewed and no anomalies found. Radiographic notes indicate a normal radiographic evaluation. No additional x-ray or clinical information was available for this patient. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.